Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed on the stent. The difficulty to advance was not tested as this involved the anatomy. There was an additional noted break on the stent and material deformation on the unimplanted stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that anatomical conditions contributed to the reported difficulties. It is likely that the device interacted with the heavily calcified external iliac artery during advancement and that it is likely what caused the stent to get caught and separate. The noted break to the stent and material deformation is consistent with procedural circumstances. As a result, the delivery system was able to be withdrawn using an introducer sheath and an additional stent was placed over the distal portion of the separated absolute stent in order to treat the lesion and complete the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified external iliac artery. A 7x60mm absolute pro self expanding stent system (sess) crossed the lesion but interacted with the anatomy. The stent separated into two pieces, and the proximal portion was removed with the sess. The distal portion of the stent remains in the anatomy. An unspecified stent and introducer sheath were used to embed the separated portion and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.